Event description:
It was reported that the bd smartsite¿ needle-free connector experienced blockage. The following information was provided by the initial reporter, translated from japanese to english: the nurse performed catheter maintenance operations and replaced the needle-free airtight infusion connector but found that the blockage was blocked, and the infusion could not be performed.

Manufacturer narrative:
Initial reporter phone #: (B)(6). Investigation summary: a 2000e china product was not available for investigation; however, the customer indicated the complaint sample was from lot 22025318. The feedback provided by the customer suggests a complete occlusion was detected during use of the smartsite device; however, no further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22025318 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. Previous complaints for occlusions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite® and not allowing it to open.